Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing of laparoscopic lower anterior resection or rectum resection, the surgeon could not fire the device. The surgeon was able to press the green button and pushed the center control button ,however the firing was not performed. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.